Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3720 showed no other similar product complaint(s) from this lot number.. Device not returned for evaluation.

Event description:
It was reported by healthcare professional "I placed a PICC today for the patient in room 319. I inserted the introducer as usual, but when I disconnected the introducer from the sheath, the connection was much tighter than usual. After I removed the introducer, I inserted the PICC catheter, but I was not able to thread it through the sheath, and it bent the stylet. I opened another full PICC kit for the 2nd attempt and was able to place the PICC line without difficulty." Add info rcvd 04/18/2022: the kit was disposed of following the procedure. Was there any patient harm reported? No.